Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test. Device received with cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly and was damaged. The customer¿s blood glucose was 132mg/dl at the time of the incident. It was reported that the customer was just worried that her pump may stop working on her. The customer stated that there are some cracks by the reservoir as well as some of the buttons aren't as sensitive as they used to be. There were cracks on the top where screws in reservoir and on battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.